Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that they smelled a burning smell and noticed that the plug in the wall for the dimension exl 200 integrated chemistry system was sparking. A siemens customer service engineer (cse) remotely connected with the customer and identified that the instrument was powered through an extension cord. The cse remotely assisted the customer and removed the extension cord and confirmed that the main instrument plug was isolated and operating with the voltage and power as in specification. Siemens evaluated the event and concluded that due to the instrument being powered through an extension cord potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they smelled a burning smell and noticed that the plug in the wall for the dimension exl 200 integrated chemistry system was sparking. The spark originated at the wall outlet where an unauthorized extension cord was being used. There was no visible smoke or fire associated with the spark. There was no injury or impact on patient care due to the event. There are no known reports of adverse health consequences due to this event.